Manufacturer narrative:
Although requested, the device has not been received. A follow up report will be submitted with investigation results should the logs/device/product be received for evaluation.

Event description:
The customer reported that an infusion containing 305mg/551ml of taxol was programmed on a pump module to infuse at 184ml/h for 3 hours. However the infusion took an additional hour and 3 minutes to complete. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an underinfusion was not confirmed. Physical inspection showed the device was in good condition with the seal intact. The iui connectors showed some signs of contamination and corrosion. Analysis of the pump module event log shows that on (B)(6) 2016 at 11:15 am a basic infusion was started at a rate of 183.667ml/hour for a 3 hour duration with a vtbi of 551 ml. There were six additional infusions afterwards that were run over a total one hour and three minute time frame, with additional vtbi added each time. The log shows an additional 205ml total vtbi was added and infused. Since the pcu event log was not received the primary volume infused with each infusion cannot be determined. Rate accuracy testing found no failures with the device. The root cause of the customer¿s reported event was not identified.